Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that threshold on the right ventricular lead increased and was high several months post implant. It was also reported that there was a slight decrease in sensing. The device was reprogrammed to higher outputs and the lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.